Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a flo-gard IV solution set that had broken during insertion into a drip bag before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed that the spike tip was broken off, which confirmed the reported condition. The cause of this condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.